Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign matter could not be determined. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe customer found black foreign matter on the inner wall of the syringe near the needle tip. The following information was provided by the initial reporter. The customer stated: defect: open the outer package and find that there is a circle of black foreign matter on the inner wall of the syringe near the needle tip quantity: 1 piece effects: no effect on patients and users.